Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to load the 2.30 software to see if that resolves the issue. Advises if the issue continues to replace the speaker. The customer replaced the defective speaker to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error primary alarm failed ( e/c 1102). The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.